Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that there was a kink in the control wire. The clip assembly was actuated and deployed. The clip prongs opened within specifications. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03452 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2016-03453 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in a procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not deploy. However, the nature and cause of how the clip would not deploy is unknown. The same issue occurred with the second resolution clip device and the procedure was completed with a third resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03452 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2016-03453 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in a procedure performed on an unknown date. According to the complainant, during the procedure, the clip would not deploy. However, the nature and cause of how the clip would not deploy is unknown. The same issue occurred with the second resolution clip device and the procedure was completed with a third resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.